Event description:
It was reported that the inner part of the reliance lite t handle snapped off, it was noticed it when the tray was returned.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of a reliance t-handle tip fracture was confirmed via visual inspection. The issue was found during a set preparation. It is possible that the damage occurred during the handling and/or sterilization of the product. Static torque testing was done to investigate a similar complaint and the results indicated that the device fractured under a static shear load at approximately 25 nm. However, none of the mentioned causes could be confirmed. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that the inner part of the reliance lite t-handle snapped off, it was noticed it when the tray was returned.